Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested assistance in obtaining retrospective data for a patient that expired. They also wanted to validate that nothing was wrong and the equipment and it alarmed appropriately.

Manufacturer narrative:
The customer requested assistance in obtaining retrospective data for a patient that expired. They also wanted to validate that nothing was wrong with the equipment and it alarmed appropriately. A review of the central station alarm logs indicated that on (B)(6) 2016 from 14:40:37 until 15:22:51 for bed (B)(4) indicted that there were 3 ***desat; 1 ***brady; 1 ***vfib/tach; 1 ***tachy and 3 ***asystole alarms generated. There were also 3 instances in which arrhythmia alarms were turned off and then turned back on. There is no data to support a philips device malfunction. No further action or investigation is warranted.